Event description:
Blood laked from the white sheath/hemostasis valve assembly. The hemostasis valve and iab were not returned to co for evaluation; both were discarded by the facility. Event complications: none from the event -reported 12/4/96. Pt's current status: unk -reported 12/4/96.